Event description:
On (B)(6) 2010, the pt reported she has been experiencing a lot of air bubbles in the insulin cartridge of her infusion device. She stated she does not currently have an air bubble. Her device adapter has never been changed and she was advised to change it with every 10th cartridge change. She allows the insulin to reach room temperature before using it. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.